Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced severe central aortic insufficiency. The patient had an existing aortic tissue valve, described as a mosaic aortic valve, which was implanted on (B)(6) 2017. It was noted that a new transcatheter valve was implanted in the aortic position on (B)(6) 2024, and the old valve was inactivated. No additional adverse patient effects were reported.